Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced fatigue. It was found that the impedance of the right atrial (ra) and right ventricular (rv) leads was high. Fracture was confirmed in the ra lead and suspected in the rv lead. The leads were capped, partially explanted, and replaced. No further patient complications have been reported as a result of this event.